Event description:
The technician reported that the pt positioning monitor would not alarm. He found that the right siderail cable was disconnected from the utv board. He reconnected the right siderail cable and the bed functioned properly.